Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient presented to the emergency room after a fall onto face that resulted in bruising. Upon interrogation, the device exhibited noise after antitachycardia pacing therapy, which roughly coincided with the period of the fall. Noise was not reproduced. Programming changes were made. No further episodes have been seen. The patient is fine.